Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 01-oct-2022 to 30- sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the aux drawers 2.1/2.2 were missing. A field service engineer reseated all drawer cables in each drawer to resolve the issue. The system was functional as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system experienced drawer not being detected on communication bus. The customer mentioned that due to this malfunction there was no delay on patient care since the users were able to retrieve medications from another machine. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers were not on communication bus due to the loose cable connection. The field service engineer found that the drawers 2.1/2.2 were missing and reseated all drawer cables in each drawer to resolve. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system experienced drawer not being detected on communication bus. The customer mentioned that due to this malfunction there was no delay on patient care since the users were able to retrieve medications from another machine. There were no adverse events or injuries reported based on this event.